Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a 23mm sapien 3 ultra valve in the aortic position, a perclose failure at the access occurred. There was no report of vascular repair. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).